Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative assisted the caregiver in clearing the alarm. The caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.